Event description:
It was reported the programmer screen went blank at power up and did not function. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of a blank screen at power up and not functioning. The programmer powered up, but the boot time was long, and it passed testing. An error was noted in the programmer logs, printer roller gears were worn, handle cracked, and hard drive replacement and reimage necessary.